Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had motor errors, device will not delivery insulin, no delivery alerts not due to site issues, slower rewind, and cracks on the top of each side of the case by the screen. The customer's blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.